Event description:
It was reported that during a routine check of the external pulse generator it was noted that while some modes could be selected, other modes were unavailable for selection. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine check of the external pulse generator it was noted that while some modes could be selected,other modes were unavailable for selection. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cursor would not allow all modes to be selected and it was attributed to the encoder flex being out of specification electrically. Analysis also found the upper case broken and dented, affecting the keyboard fit, so it was replaced, both bail covers were broken, two heart wire contacts were discolored, the ring was bent and the keyboard was scratched and damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.